Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. DHR review includes noted and documented non-conformances and there were no nonconformities found that would have an impact on product performance. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. A customer reported receiving low sensor readings of 105 mg/dl compared to an hcp meter reading of 600 mg/dl. As a result, customer experienced symptoms described as "chest tightness, tachycardia, breath to ketones, blurred vision, vomiting," and was unable to self-treat. Customer had contact with a healthcare professional at the health center who provided unspecified "serum, blood analytics, 4 units of unspecified type of insulin." In addition, hcp at the hospital provided unspecified "serum, 10 units of unspecified type of insulin and 3-nothing ph control" as treatment for the diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.